Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that when she moves a certain way there was a shock down her right leg. The patient couldn¿t sleep because if she moved it would wake her. The patient had the stimulation on because if she turned it off her pain would come back and did try to turn it down but it was still shocking down her right leg. The patient noted that she had tried to move a super heavy box the day before and didn¿t feel anything at the time but started feeling the shocking shortly after that. Further information received from the healthcare professional reported that the patient had pain down their leg when the leg was extended. When the implant was off they patient did not experience any shocking but the pain returned so the patient turned stimulation back on. An x-ray was performed. The indication for use was non-malignant pain and other chronic/intractable pain of the trunk/limbs.